Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding during temp basal. Customer's blood glucose was 38 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.